Event description:
(B)(4). Insurance covered procedure/device. List of effects-severe cramping, long menses with heavy bleeding and clotting, sharp pain in pelvic area, constant bloating, leaking urine constant pressure to urinate, utis and constant uti symptoms, pain in breast (primarily left breast), vulva cyst (left side), constant numbness tingling (hands, arms, legs-left side), tingling-prickling painful to touch left hip-thigh-pelvic area, lower back buttock pain, constipation, diarrhea, sharp crippling stomach pain, headaches, constant allergies, forgetful, trouble concentrating, thoughts of dying, iron and vit d deficiency, rashes appear on body, constant itching, weight gain, worsened eye sight. Device still implanted.